Manufacturer narrative:
Received one (1) used unit 011-h2457 25 units of spiros® closed male luer attached to one (1) used 30 ml syringe for inspection. The needle mating device was not returned for inspection. No visual defects or anomalies. The spiros was leak-tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. A device history review (DHR) lot # and relevant commodities were reviewed and no relevant non-conforming material reports (ncmrs) were found that would have led to the reported complaint. D9 - date returned to mfg: 8/29/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a '25 units of spiros® closed male luer'. A leak of daratumumab sc (anti corps - cd38 inhibitors) was reported at the spiros/needle connection with a syringe, no. 454421. The event happened at the time of connecting the syringe at the start of the infusion; < 1ml of medication. The nurse informed the pharmacist that a new preparation of the drug was required. There were no observed physical defects in the device before use; no holes, cuts, tears or any other defects. The leak was not cleaned up according to the facility¿s protocol because it was minimal. Although there was a delay in therapy, there was no adverse event/human harm, no need for medical intervention and no clinical consequences noted.